Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of implant from tube to my bowel') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), seizure ("ii now have seizures"), abdominal adhesions ("my organs fused together"), visual impairment ("my eye sight has diminished"), migraine ("migraines"), impaired work ability ("I cannot work") and menstrual disorder ("I have had horrible cycles for years and alot of pa"). On an unknown date, the patient experienced pelvic pain ("I have had horrible cycles for years and alot of pa"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown and the seizure, abdominal adhesions, visual impairment, migraine and impaired work ability had not resolved. The reporter considered abdominal adhesions, device dislocation, impaired work ability, menstrual disorder, migraine, pelvic pain, seizure and visual impairment to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of ptc. Event 'I have had horrible cycles for years and alot of pa' split and new event added:pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure removed from myometrim at right cornua very near adhesed bowel"), device dislocation ("migration of implant from tube to my bowel") and pelvic pain ("right sided pelvic pain, constant, worse with movement, lower abdominal pain, rlq pain, feels the same as when uterus burst in the past") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, past tobacco smoking, dialysis (18years old), renal disease (18years old), kidney stones, transfusion, heart murmur, attention deficit-hyperactivity disorder, parity 3, multi gravida (4), premature rupture of membranes (in week 5 of pregnancy) and uterus rupture (in week 5 of pregnancy, surgery). Patient denies history of std/sexually transmitting disease. Patient was 5 months ob and her water broke, attempt at inducing labor failed and her uterus ruptured. Patient reports she miscarried and was taken straight to the or (operating room). Patient had essure procedure done to avoid future pregnancies. Patient also reports she has not been sexually active since jan2014 bc the last time she had painful intercourse and prolonged, excessive bleeding. Previously administered products included: hydrocodone for pain. Past adverse reactions to the above products included: itching with hydrocodone. The patient had a family history of breast cancer, diabetes, heart disease, unspecified, stroke and alcohol abuse. Concurrent conditions were listed as depression, anxiety, bipolar disorder and uterine prolapse. Concomitant products included folic acid, gabapentin, seroquel (quetiapine fumarate) and cymbalta (duloxetine hydrochloride). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), seizure ("ii now have seizures"), abdominal adhesions ("my organs fused together"), visual impairment ("my eye sight has diminished"), migraine ("migraines"), impaired work ability ("I cannot work") and menstrual disorder ("I have had horrible cycles for years and alot of pain"). On (B)(6) 2014, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced dysmenorrhoea ("I have had horrible cycles for years and alot of pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, adhesiolysis). On (B)(6) 2021, the uterine perforation and device dislocation had resolved. At the time of the report, the seizure, abdominal adhesions, visual impairment, migraine and impaired work ability had not resolved. The outcomes for menstrual disorder and dysmenorrhoea were unknown. The reporter considered abdominal adhesions, device dislocation, dysmenorrhoea, impaired work ability, menstrual disorder, migraine, pelvic pain, seizure and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2014: indication: history of uterine rupture, severe right-sided pelvic pain, abnormal pelvic sonogram. Comparison: hysterosalpingograms of (B)(6) 2013 and (B)(6) 2013 and pelvic sonogram of (B)(6) 2014. Using a multidetector CT scanner 241 images of the abdomen and pelvis were obtained with oral and intravenous contrast enhancement. 5 mm thick transaxial images were obtained from above the dome of the right hemidiaphragm through the ischial tuberosities and from these transaxial images reformatted, reconstructed sagittal and coronal images were also obtained and the images were reviewed in bone. The patient has essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory, the essure micro insert appears to be within or immediately adjacent to this hypoattenuating lesion. [Hysterosalpingogram] in (B)(6) 2013: essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory. In (B)(6) 2013: essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory. [Laparoscopy] on (B)(6) 2021: procedure: the left fallopian tube was then removed using the ligasure device. The essure was noted to be in the isthmus of the fallopian tube. Attention was then turned to the bowel which was adhered to the fundus of the uterus. Using sharp and blunt dissection for approximately half an hour the small bowel was dissected from the fundus and left cornua of the uterus. Once the adhesion had been removed, attention was turned to the fallopian tube. The fallopian tube was then removed using the ligasure. The essure had still not been removed at this time. By palpating the uterus the essure was able to be detected. It was grasped with blunt graspers and scissors were used to sharply dissect around it. Eventually enough of the essure was visual visible to be removed. Upon removal monopolar cautery was then used to obtain hemostasis at the site of the dissection and removal of the essure. Surgical was then placed. The patient was taken the recovery room in stable condition. [Microbiology test] on (B)(6) 2014: neisseria gonorrhoeae: negative. [Pathology test] on (B)(6) 2021: indication: chronic pelvic pain in female pelvic and perineal pain. Specimen/tissue: 1 bilateral tubes, bilateral essure, and left ovarian cyst. Gross description: bilateral tubes, bilateral essure, and left ovarian cyst' are multiple unoriented fragments of fallopian tube fimbriae and opened cystic structure. The fallopian tube fragments and fimbriae range from 1.1-2.5cm in greatest dimension. The cystic structure measures 2.5x1.5x1.2cm. The lining is smooth. Also received are five fragments of coiled wire ranging from 1.5-4.3cm in length. Ligation fallopian tubes laparoscopic removal of essure bilateral diagnostic laparoscopy with biopsies if indicated, lysis of adhesions, cystectomy ovarian laparoscopic pre-op and post- operative diagnosis: chronic pelvic pain in female procedure(s): procedure(s): bilateral salpingectomy, laparoscopic removal of essure bilateral lysis of adhesions cystectomy ovarian laparoscopic . Drains: none specimen removed: bilateral tubes bilateral essure and ovarian cyst. Complications: none. Disposition: taken to recovery room. Condition: stable. Procedure details/findings: left ovarian cyst appx 4 cm, simple right ovary wnl; left essure appropriately in fallopian tube; small bowel adhesed from posterior fundus of uterus to right cornua of uterus; right fallopian tube with no essure in place; essure removed from myometrim at right cornua very near adhesed bowel. [Ultrasound scan vagina] on (B)(6) 2014: findings: the uterus measures 7 x 5 x 5.4 cm. There is an unusual echogenic mass measuring approximately 2 cm within the fundus. This could be an unusual fibroid although residua of previous trauma per the patient's history per surgical intervention could be considered. There is also acoustic material within the uterine cavity which may be postsurgical in nature or could be dystrophic mineralization. The right ovary measures 3.8 x 2 x 2.7 cm.the left ovary measures 3.2 x 2 x 2.8 cm. There are follicles in both ovaries a dominant follicle or cyst with a septation the left ovary measuring 1.7 cm. There is blood flow to the ovaries without evidence for torsion. Impression: there is an unusual mass noted within the fundus of the uterus which is echogenic. Unsure if this represents residua of previous uterine trauma, uterine surgery, or a fibroid. Dystrophic mineralization and echogenicity is also noted within the uterine cavity which could be surgical in nature but nonspecific. Follow up may be warranted as well clinical correlation as to previous intervention. There are follicles in both ovaries with a small dominant follicle or cyst within the left ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical records provided via lawyer: medical history, tests added (not reported previously). Essure indication added. Events added: uterine perforation and pelvic pain. Event pain during cycles was coded to 'dysmenorrhea'. Details of essure removal was provided. Patient was stable after surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure removed from myometrim at right cornua very near adhesed bowel"), device dislocation ("migration of implant from tube to my bowel") and pelvic pain ("right sided pelvic pain, constant, worse with movement, lower abdominal pain, rlq pain, feels the same as when uterus burst in the past") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, past tobacco smoking, dialysis (18 years old), renal disease (18 years old), kidney stones, transfusion, heart murmur, attention deficit-hyperactivity disorder, parity 3, multi gravida (4), premature rupture of membranes (in week 5 of pregnancy) and uterus rupture (in week 5 of pregnancy, surgery). Patient denies history of std / sexually transmitting disease. Patient was 5 months ob and her water broke, attempt at inducing labor failed and her uterus ruptured. Patient reports she miscarried and was taken straight to the or (operating room). Patient had essure procedure done to avoid future pregnancies. Patient also reports she has not been sexually active since on (B)(6) 2014 bc the last time she had painful intercourse and prolonged, excessive bleeding. Previously administered products included: hydrocodone for pain. Past adverse reactions to the above products included: itching with hydrocodone. The patient had a family history of breast cancer, diabetes, heart disease, unspecified, stroke and alcohol abuse. Concurrent conditions were listed as depression, anxiety, bipolar disorder and uterine prolapse. Concomitant products included folic acid, gabapentin, seroquel (quetiapine fumarate) and cymbalta (duloxetine hydrochloride). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013 she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), seizure ("ii now have seizures"), abdominal adhesions ("my organs fused together"), visual impairment ("my eye sight has diminished"), migraine ("migraines"), impaired work ability ("I cannot work") and menstrual disorder ("I have had horrible cycles for years and alot of pain"). On (B)(6) 2014, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced dysmenorrhoea ("I have had horrible cycles for years and alot of pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, adhesiolysis). On (B)(6) 2021, the uterine perforation and device dislocation had resolved. At the time of the report, the seizure, abdominal adhesions, visual impairment, migraine and impaired work ability had not resolved. The outcomes for menstrual disorder and dysmenorrhoea were unknown. The reporter considered abdominal adhesions, device dislocation, dysmenorrhoea, impaired work ability, menstrual disorder, migraine, pelvic pain, seizure, uterine perforation and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2014: indication: history of uterine rupture, severe right-sided pelvic pain, abnormal pelvic sonogram comparison: hysterosalpingograms on (B)(6) 2013 and pelvic sonogram on (B)(6) 2014 using a multidetector CT scanner 241 images of the abdomen and pelvis were obtained with oral and intravenous contrast enhancement. 5 mm thick transaxial images were obtained from above the dome of the right hemidiaphragm through the ischial tuberosities and from these transaxial images reformatted, reconstructed sagittal and coronal images were also obtained and the images were reviewed in bone. The patient has essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory, the essure micro insert appears to be within or immediately adjacent to this hypoattenuating lesion. [Hysterosalpingogram] on (B)(6) 2013: essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory; on (B)(6) 2013: essure micro inserts bilaterally with the micro insert on the left thought to be in satisfactory position and configuration. The essure insert on the right is partially within the uterine cavity which may be satisfactory. [Laparoscopy] on (B)(6) 2021: procedure: the left fallopian tube was then removed using the ligasure device. The essure was noted to be in the isthmus of the fallopian tube. Attention was then turned to the bowel which was adhered to the fundus of the uterus. Using sharp and blunt dissection for approximately half an hour the small bowel was dissected from the fundus and left cornua of the uterus. Once the adhesion had been removed, attention was turned to the fallopian tube. The fallopian tube was then removed using the ligasure. The essure had still not been removed at this time. By palpating the uterus the essure was able to be detected. It was grasped with blunt graspers and scissors were used to sharply dissect around it. Eventually enough of the essure was visual visible to be removed. Upon removal monopolar cautery was then used to obtain hemostasis at the site of the dissection and removal of the essure. Surgical was then placed. The patient was taken the recovery room in stable condition. [Microbiology test] on (B)(6) 2014: neisseria gonorrhoeae: negative. [Pathology test] on (B)(6) 2021: indication: chronic pelvic pain in female pelvic and perineal pain. Specimen/tissue: 1 bilateral tubes, bilateral essure, and left ovarian cyst. Gross description: bilateral tubes, bilateral essure, and left ovarian cyst' are multiple unoriented fragments of fallopian tube fimbriae and opened cystic structure. The fallopian tube fragments and fimbriae range from 1.1-2.5cm in greatest dimension. The cystic structure measures 2.5x1.5x1.2cm. The lining is smooth. Also received are five fragments of coiled wire ranging from 1.5-4.3cm in length. Ligation fallopian tubes laparoscopic removal of essure bilateral diagnostic laparoscopy with biopsies if indicated, lysis of adhesions, cystectomy ovarian laparoscopic. Pre-op and post- operative diagnosis: chronic pelvic pain in female. Procedure(s): procedure(s): bilateral salpingectomy, laparoscopic removal of essure bilateral lysis of adhesions cystectomy ovarian laparoscopic. Drains: none specimen removed: bilateral tubes bilateral essure and ovarian cyst. Complications: none. Disposition: taken to recovery room. Condition: stable. Procedure details/findings: left ovarian cyst appx 4 cm, simple right ovary wnl. Left essure appropriately in fallopian tube. Small bowel adhesed from posterior fundus of uterus to right cornua of uterus. Right fallopian tube with no essure in place. Essure removed from myometrim at right cornua very near adhesed bowel. [Ultrasound scan vagina] on (B)(6) 2014: findings: the uterus measures 7 x 5 x 5.4 cm. There is an unusual echogenic mass measuring approximately 2 cm within the fundus. This could be an unusual fibroid although residua of previous trauma per the patient's history per surgical intervention could be considered. There is also acoustic material within the uterine cavity which may be postsurgical in nature or could be dystrophic mineralization. The right ovary measures 3.8 x 2 x 2.7 cm. The left ovary measures 3.2 x 2 x 2.8 cm. There are follicles in both ovaries a dominant follicle or cyst with a septation the left ovary measuring 1.7 cm. There is blood flow to the ovaries without evidence for torsion. Impression: 1. There is an unusual mass noted within the fundus of the uterus which is echogenic. Unsure if this represents residua of previous uterine trauma, uterine surgery, or a fibroid. Dystrophic mineralization and echogenicity is also noted within the uterine cavity which could be surgical in nature but nonspecific. Follow up may be warranted as well clinical correlation as to previous intervention. 2. There are follicles in both ovaries with a small dominant follicle or cyst within the left ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of implant from tube to my bowel') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), seizure ("ii now have seizures"), abdominal adhesions ("my organs fused together"), visual impairment ("my eye sight has diminished"), migraine ("migraines"), impaired work ability ("I cannot work") and menstrual disorder ("I have had horrible cycles for years and alot of pa"). The patient was treated with surgery (essure removal (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation and menstrual disorder outcome was unknown and the seizure, abdominal adhesions, visual impairment, migraine and impaired work ability had not resolved. The reporter considered abdominal adhesions, device dislocation, impaired work ability, menstrual disorder, migraine, seizure and visual impairment to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.